Event description:
In 1990 - bilateral breast augmentation with cui double lumen implants. In 2008, p.e. Right breast soft without evidence of cap-contracture - left breast grade ii - iii cap-contracture with unusual shaping. One month later, pt underwent bil capsulectomy and implant removal. Both implants saline lumen failed. Both gel lumen intact. Pt augmented with 300cc mentor mod and gel implants.